Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. The glidescope gvm monitor and a glidescope spectrum smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and was unable to confirm the image failure. The video image was normal when the gvm monitor was connected to known, good, test equipment. The camera image quality test was performed and passed. The technical service representative evaluated the returned glidescope spectrum smart cable and was unable to confirm the image failure. The video image was normal when the spectrum smart cable was connected to known, good, test equipment. The camera image quality test was performed and passed. Both the glidescope gvm monitor and the glidescope spectrum smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the image completely cut out. The customer was able to isolate the issue to the gvm monitor by trying different blades and different cables while the issue persisted. No delay in the procedure occurred as a back up glidescope spectrum lopro s4 blade was obtained. No harm to the patient or user was reported.